Manufacturer narrative:
The product was returned for evaluation. The coating of the device was not performed by microfrance; the color was different. Unable to review the applicable DHR as the lot number was unavailable. The complaint was verified. The instrument has been repaired / modified outside of integra microfrance by an external contractor. This modification could have weakened the instrument and led to the reported event.

Event description:
It was initially reported on (B)(6) 2020 that there was an issue with the cev2295a hook cev2295a 3pk n5 for hook handle. Additional information was received on 30jun2020 that the sheath at the end of the hook seemed to melt "with warm" and left a small part of plastic in the patient's tissue (small colored plastic part). The issue occurred on (B)(6) 2020. No patient injury was reported. The event did not lead to an increase of surgery time.